Event description:
It was reported the pt had no stimulation sensation while stimulation was turned on and no therapeutic effect. Impedances read greater than 10000 ohms for electrodes 0-7. The pt was programmed using electrodes 4, 5 and 6 for thoracic coverage and electrodes 9, 11, 12, 14 and 15 for cervical coverage. The cervical coverage was ok, but pt was not feeling stimulation for thoracic coverage. The rep reported she could not retest electrode impedance at 3.0v due to pt discomfort. Therapy measurement for group using electrodes 4, 5 and 6 was showing greater than 4000 ohms. The company rep reported that the pt was recently implanted.

Manufacturer narrative:
(B)(4).